Event description:
A malfunction alarm was reported on the customer's pump, identified by malfunction code malf 16, with no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.